Event description:
It was reported that the lead displayed high thresholds requiring high pacing outputs which subsequently resulted in premature battery depletion of the implantable pulse generator (ipg). It was unknown which lead displayed the high thresholds. The ipg was explanted and replaced. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4968-25 lead, implanted: (B)(6) 2007. (B)(4).